Event description:
It was reported the 3d9-3v transducer was leaking oil. The transducer was associated with the epiq elite ultrasound system. There was no patient or user harm. Philips has started an investigation and upon completion, a follow up report will be submitted.

Manufacturer narrative:
A thorough investigation was performed to determine the cause of the reported problem. Based on the evidence available in this investigation, the reported damage to the lens tip most closely aligns with use-related factors such as repeated handling and frequent cleaning or sterilization cycles. There is no indication of non-conforming material at shipment, nor any evidence of a design anomaly that would warrant further action. The transducer was replaced to address the customer's immediate concerns, and the replacement transducer is in service with no further similar issues.